Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified error message when scanning the adc freestyle libre 2 sensor. As a result, the customer had a seizure, however, it is unknown if the customer received third party-medical treatment. Adc customer service is currently waiting for the customer to call and provide additional further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury.